Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer (friend/family member) regarding an implantable intrathecal pump intended to deliver an unknown type of morphine (concentration and dose unknown), indicated for spinal pain. It was reported that the patient¿s personal therapy manager (ptm) displayed the code 8286 ¿ empty reservoir on (B)(6) 2018. The patient was not due for a refill. It was stated that the patient¿s next refill is scheduled for (B)(6) 2018. It was noted that the last time the patient was there, they did increase her boluses, and the caller asked if they should come in sooner for a refill, but the healthcare provider (hcp) said no. Per the caller, this was about three weeks ago. It was confirmed that the patient was given two boluses already today ((B)(6) 2018). It was reported that they were not hearing the pump alarming. The caller was to follow-up with the hcp. It was reviewed to keep an eye on the patient for any symptoms of withdrawal and to seek emergency room (ER) treatment if necessary. The caller stated that otherwise, he¿d bring the patient to the hcp tomorrow morning ((B)(6) 2018), as they¿re closed for the night. No patient symptoms were reported. No further complications were reported/anticipated.